Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #:(B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. Patient reported they were having issues with their controller and the issue began a couple of days ago. Patient stated the controller wouldn't come on so they reset the controller a couple of times and they were trying to charge their implant because they know they needed to but first they wanted to charge the controller. Patient noted it said medtronic and they were pushing buttons at the top of the controller. During the call patient denied visible damages in the controller charging port, battery, battery compartment, and recharger. Patient removed the battery and plugged the ac power supply cord into the controller. Controller powered on. Patient got the memory problem message and patient adjusted the date and time settings. Patient noted they did this twice yesterday. Patient inserted the battery and green light was solid above the screen. Patient got no device found. Patient plugged the recharger and got recharging excellent. Controller was at 100%. Agent advised patient to call back if the issue persisted. The troubleshooting steps taken on the call resolved the issue. Patient grabbed a flashlight to inspect charging port pins. Pt said after troubleshooting on the last call, they went to charge the implant but only got to 30% before the controller quit. Pt said they tried resetting controller, and unplugging/plugging the cord in, but the controller wouldn't turn back on.